Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide after a percutaneous coronary intervention procedure using a 6fr sheath. Reportedly, during insertion of the proglide device the "catheter" kinked. An additional proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported bend and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.na.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, during insertion of the proglide device the guide tube kinked. No additional information was provided.